Event description:
It was reported that the pump gave too large of a bolus. Subsequently, the customer experienced an ¿extreme low¿ and lost consciousness. A blood glucose level was not provided. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.